Event description:
During routine testing of the device, the user reported the heater cooler had a compressor leak and would not make ice. The user was testing the device after preventative maintenance had been done by the field service rep. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.